Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event may be related to improper opening or mishandling of the polyfoil pouch. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached angio-seal device. When the locator was attempted to be inserted into the insertion sheath, the bypass tube was detached from the carrier tube tip although no excessive force was applied. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The device had been stored on a level place. The pouch was fully opened all the way from the arrow side to the end. The procedure before deploying the device was a cas (carotid artery stenting). A pre-deployment angiogram was performed. The puncture site was the left common femoral artery. The size of the sheath ancillary used was 8 fr. There was no blood loss. There was no health damage to the patient. There was no equipment or other devices were used with the angio-seal device.